Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 20aug2019.

Event description:
The customer reported touch screen freezes after a few minute. There was no patient or user harm reported.

Manufacturer narrative:
Date received by manufacturer: 06nov2019. Date of report: 07nov2019. A touch screen assembly was returned for analysis. An investigation was performed and this touch screen failed due to multiple resistance failures which were found out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec'd by MFR: 15oct2019. The field service engineer (fse) performed troubleshooting and determined the touch glass was defective. The fse replaced the touch glass to resolve the reported issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported touch screen freezes after a few minute. There was no patient or user harm reported.